Manufacturer narrative:
The field service engineer found an issue with the rinse water discharge. He made adjustments and performed precision testing that was acceptable. He also found the tubing at the cuvette rinse station was stretched and serum contamination in the area of ample probe. He cleaned and adjusted the sample probe. The investigation could not determine a specific root cause but the event was consistent with pipetting issues or pre-analytical handling.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas pro c 503 analytical unit. Sample 1 initial result was 10.7 mg/dl and the repeat result was 95.5 mg/dl. The questionable result was not reported outside of the laboratory. The glucose reagent lot number was 629487 with an expiration date of 31-jul-2023. On (B)(6) 2022, the customer performed a sample probe wash/air purge and weekly wash. An additional questionable result was then obtained. Sample 2 initial albumin result was 0.474 g/dl and the repeat result was 4.31 g/dl. Information was not provided if the questionable result was reported outside of the laboratory. The albumin reagent lot number was 6636777. The expiration date was requested but was not provided.